Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead during an unrelated procedure. Fluoroscopy was performed and the rv lead was observed to be dislodged from the implant location. The rv lead was capped and replaced to resolve the event and the patient was in stable condition. Additionally, rv lead damage was observed during the procedure.